Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced cloudy effluent and was diagnosed with a fungal infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and was diagnosed with a fungal infection. On an unreported date in the same month as onset, the patient was hospitalized for the event. Treatment rendered for the event was not reported. On an unreported date in the same month as the onset, the patient recovered from the fungal infection. In the month after the onset date, the patient's pd catheter was removed and the patient started hemodialysis (hd) therapy. Five days after removing the pd catheter, the patient was discharged from the hospital. At the time of this report, the patient was on hd therapy. No additional information is available.